Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analyst commented, atrial pace impedance steady at 430 ohms through (B)(6) 2015 to 912 ohms until week of (B)(6) 2015 when measures out of range greater than 3000 ohms. Atrial pacing impedance warnings on (B)(6) 2015. (B)(4).

Event description:
It was reported that during use the right atrial lead exhibited high impedance and fracture. Adjustments to right atrial lead settings was performed and the lead remained in use. Approximately three to four months later the right atrial lead exhibited high impedance again. Diagnostic testing/troubleshooting performed, patient will be monitored and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.